Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that he device operated as expected. There were no changes to patient anticoagulation that may have contributed. International normalized ratio (inr) levels were therapeutic. Computerized tomography (CT) scan of the head was used to diagnose stroke. The patient was noted to have positive blood cultures for fungemia. The source of infection was unknown. No treatment was performed for fungemia before the patient expired.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device, heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported stroke and patient outcome could not be conclusively determined. Additionally, a specific cause for the reported fungemia could not conclusively be determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2021. The pump appeared to have operated as intended at the set speed. The patient ultimately expired on (B)(6) 2021. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not explanted for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including stroke, infection (localized, driveline, pump pocket or pseudo pocket) and death. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. It also contains information on controlling infection. Heartmate 3 lvas patient handbook (rev. C) is currently available. Section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The manufacturer report number for the system controller on this event is 2916596-2021-04301.

Event description:
It was reported that the patient was admitted for stroke and emergent thrombectomy on (B)(6) 2021. The site noted power disconnections in history. Inr (international normalized ratio) therapeutic. Mean arterial pressure (map) stable throughout observation. Vad flows, powers, pi within trend during observation. Of note, he was discharged (B)(6) 2021 from admission for general malaise, febrile, no growth on cultures. Discharged after being afebrile for 48 hours. The event log captured a no external power event on (B)(6) 2021 at 16:56 due to both power leads disconnected at the same time enabling the backup battery in the controller until the power leads were reconnected. No other unusual events were noted in the log. Due to subsequent events status post stroke, the patient's family and heart failure team concluded end of life. Clinical specialist and vad coordinator discussed procedure to disconnect vad. Vad was turned off and disconnected for patient's end of life on (B)(6) 2021. Patient was taken of pump support on (B)(6) 2021 and expired on (B)(6) 2021.